Event description:
A report was received that the patient underwent explant procedure with unknown reason.

Manufacturer narrative:
Date of event and date explanted: (B)(6) 2011.

Event description:
A report was received that the patient underwent explant procedure with unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a back surgery wherein the ipg needs to be explanted. The patient was doing well after the explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.